Event description:
It was reported that while placing a bravo ph monitor, the capsule attached to the pt's esophagus but would not deploy from the delivery system. The capsule fell off into the pt's stomach. It was noted that the handle broke during the procedure. No serious injury to the pt was reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication (03-december-2007).